Manufacturer narrative:
H11: the actual device could not be returned; however, a baxter technician performed an on-site evaluation of the device. The patient positioning mattress (ppm) tested and performed according to product specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The investigation is currently ongoing, a final report will be submitted upon completion.

Event description:
It was reported a patient fell from a centrella bed and sustained an injury. The patient was put onto the bed. The medical staff ¿zeroed the bed;¿ however, the bed alerted the staff that the ¿¿patient weight too low-unable to set bed alarm¿. The patient weighed 68lbs, and per the instructions for use state the bed ¿is intended for patient populations weighing at least 70lbs (32 kg) and is capable of supporting patients up to 500lbs (227 kg).¿ the bed exit alarm could not be set, and subsequently the patient fell from the bed and sustained a hip fracture. The patient required unspecified treatment at the hospital. Additionally, no bed malfunction was reported. No further information was available at the time of this report.